Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of composix kugel mesh, patient was diagnosed with infection, abscess, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per legal complaint: (B)(4). Attorney alleges per short form (see attached) that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia path. It is allged that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and 3dmax. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿extensive lysis of adhesions was performed. A composix kugel mesh (device #1) was placed in the abdominal cavity and sutured.¿ (B)(6) 2010 - patient was diagnosed with adhesions, abscess and infection thereby underwent open repair with the explant of composix kugel mesh (device #1). Per operative notes, ¿a circumferential dissection of the edge of the bilayer mesh was performed. In some places, the viscus had oozed up around the gore-tex portion of the mesh and had adhered to the marlex. An onlay graft using gore bioabsorbable meshes were utilized and sutured.¿ (B)(6) 2011 - patient was diagnosed with seroma thereby underwent radical debridement, drainage and placement of wound vac. (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia of the abdominal wall thereby underwent laparoscopic repair. Per operative notes, ¿adhesions were cleared all the way down to the midline and down to the pelvis. A defect in the fascia was seen where a small bowel loop adhered was taken down using dissection. The defect was repaired by placing gore dual mesh and tacked using secure strap.¿ (B)(6) 2013- patient was diagnosed with recurrent right inguinal hernia thereby underwent lysis of adhesions and laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿extensive lysis of adhesions were performed. A 3dmesh (device #2) was used after soaking in antibiotics was stapled to the pubic tubercle.¿ attorney alleges that the patient had adhesions, bowel perforation, mesh shrinkage, pain, hernia recurrence, wound vac placement, foreign body reaction and emotional injuries.